Event description:
Customer reported a malfunction code, specifically malf 12, on the insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was advised on procedures related to returning the faulty pump and using the replacement, which includes operating it with updated software. The customer understood all instructions and agreed to the course of action.